Event description:
Total parenteral nutrition (tpn) and fat emulsion (2 separate medications) were initiated at 1800. Fat emulsion was infusing via a y-site. Approximately 16 hours after infusions were started the mainline tubing in the module began leaking. The leak was at the top of the module at the junction of the blue connector that anchors the tubing in the top insertion point into module. The IV pole was moved but the IV line was not touched when leak was noticed. This was one of several modules that were in use at the time. Tpn and fat emulsion were stopped and new IV line and module attached. Module sent to biomed for assessment.